Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a "fiber optic sensor failure" alarm generated. The customer attempted to unplug and replug cable but no waveform was present on the screen. Since the arterial pressure could not be measured via the inner lumen the emergency service specialist (esp) instructed that alternative arterial access would need to be established. The esp informed the customer about the cable they would need to transduce pressure, however the decision was made to remove the catheter because the patient was stable. There was no reported injury to the patient.